Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 500 mg/dl and ketone level was high. Healthcare provider identified ketone level as being dangerous. Manual insulin injections were administered to address elevated bg. As the event occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.